Event description:
It was reported that patient underwent a procedure utilizing a closed knot pusher on (B)(6) 2010. During the procedure, the knot pusher cut a suture. An additional suture was implanted, but the knot pusher cut that one as well. The procedure was completed using a competitor's knot pusher.

Manufacturer narrative:
Closed knot pusher part 902813 lot 864100 subject of recall.(B)(4).